Manufacturer narrative:
This report is submitted on november 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator due to issues with the skin flap, resulting in the decision to explant the device. Subsequently on (B)(6) 2017, the receiver-stimulator was explanted and the electrode array was left in-situ.